Event description:
After approximately 1 1/2 years of successful cochlear implant use, this pt reportedly hit her head on a shelf and could no longer hear with her device. All external equipment was exchanged with no improvement. X-rays taken at the time reportedly were similar to postoperative x-rays. Explantation surgery was successfully completed in 2005. The pt was not reimplanted.